Manufacturer narrative:
Additional information: h6. The reported event of an amplatzer septal occluder deploying with a cobra head deformation could not be confirmed. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. The investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2020, a 24mm amplatzer septal occluder(aso) was selected for implant. When the aso was deployed in the left atrium, the aso deformed into a cobra head shape. The aso was replaced with another same-sized aso just in case, and the implant procedure was completed successfully with no further issue, with no adverse consequence to the patient.. There was no significant delay in the procedure due to the issue, and the patient remained hemodynamically stable during the procedure.